Event description:
Healthcare professional reported right side capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Additional observations: observed three openings assessed as surgical damage. Observed nicks on the device assessed as surgical tool scratch like. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. The device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. The device remains implanted.